Event description:
Dealer called stating that the consumer was walking on thick carpet with his 65650r rollator when he allegedly fell and the front of the rollator buckled. It is unknown if the fall caused the product to buckle or if the product buckled and caused the fall. No injury. The malfunction has not been confirmed. (B)(4) has been issued for the return of the product to invacare for an inspection.